Event description:
Further information from physician reveals that the patient was admitted to the hospital due to a burn from hot water. This admission was not a result of any vns complication. There was no issue with or allegation against vns.

Event description:
It was reported that the patient was in the hospital for an unknown reason. The patient's seizure frequency was mentioned, but it is unknown if seizures are the reason for hospitalization. Attempts for further information have been unsuccessful to date.